Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting of the catheter the product completely broke and left a large portion of the catheter around the lead. The healthcare professional had to use a blade to cut open the remaining portion of the catheter, and apply strong grip to complete the slitting process. No patient complications have been reported as a result of this event.